Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into a test monitor, powered it on and the image quality was good. However, when the cable was wiggled the image cut out. An electrical connection failure was noted. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the unit lost the image when the strain relief was pulled. The image returned when pressure on the cord was released. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.